Manufacturer narrative:
Batch review performed on 3 december 2021. Lot 2105778: (B)(4) items manufactured and released on 18-jun-2021. Expiration date: 2026-jun-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional device involved. Batch review performed on 3 december 2021. Ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot 2101448: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-may-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.